Manufacturer narrative:
Device evaluation: the field service engineer evaluated the ventilator and reported that the alarm assembly required replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance the 840 ventilator audio alarm failed to alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The field service engineer (fse) verified the reported issue and replaced the alarm assembly. The ventilator has passed all tests and calibrations and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.